Event description:
It was reported that a patient presented with under-sensing of ventricular fibrillation resulting in no defibrillation output. During the under-sensing, the patient passed away during the under-sensing. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.